Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Additional information was not provided. A cervical ipg communication issue was reported to abbott. Several attempts were made to connect to the patient's cervical ipg system, but none were successful. Intervention has not been scheduled, as the patient has several underlying health conditions that must be dealt with first. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs ipg was explanted and replaced to address the issue.

Manufacturer narrative:
A cervical ipg communication issue was reported to abbott. Several attempts were made to connect to the patient's cervical ipg system, but none were successful. The ipg was explanted and replaced to restore effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs ipg would not communicate with external devices. In turn, the patient may undergo surgical intervention to address the issue.